Event description:
It was reported that the physician noted a possible pacing spike on the t-wave on the external 12-lead EKG, though the device did not register any such pacing spike on the internal egm. The right ventricular (rv) lead exhibited a brief point of undersensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.